Manufacturer narrative:
(B)(4) date of initial report : 08/19/2015. The site has indicated that the incident unit will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was used during a two-part lesion removal procedure. First, a lesion was removed from the patient's right earlobe, and then a lesion was removed from the patient's right buttock. The unit and attachments functioned properly during the first phase. The equipment was repositioned for the second phase and shortly thereafter a spark and flame emitted from the tip of the unknown electrosurgical handpiece that was in use. There was no harm to the patient. Reportedly, the electrosurgical handpiece was not in close proximity to another metal device or accessory when the spark and flame occurred. The settings on the generator were 15/15 blend for the earlobe and 25/25 blend for the buttock. The return electrode had been positioned on the patient's right anterior thigh for the duration of the procedure. After the spark and flame occurred, the generator was changed out with another, and the same electrosurgical handpiece was used for the remainder of the case without further incident. Afterward, the site's biomed thoroughly evaluated the incident generator, found it to function properly, and placed the unit back into service. Refer to customer medwatch report# 0500820000-2015-8004.